Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. There was evidence of moisture contamination found inside the battery compartment. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.